Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon ruptured. The 99% target lesion was located in the moderately tortuous and severely calcified forearm vein. A 2cm peripheral cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured at 5atm. The procedure was completed with another of the same device. No patient complications were reported.